Event description:
The nursing staff noticed an air leak from the tracheostomy tube. There was no volume loss and the ventilator was not alarming. There was no patient harm. The tube was removed and replaced with another 6dct. The caller reported tha the leak at that time was only 20-30ml. The lot number of the tube is unknown.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. If the lot number becomes available and/or the device is returned and failure investigation results provide significant information, a follow-up report will be submitted.